Event description:
It was reported that after a da vinci-assisted left upper lobectomy procedure, the patient experienced a post-operative air leak resulting in prolonged chest tube placement, a longer healing time, and the patient's hospital admission being extended by approximately 4 days. The surgeon stated they believe the air leak occurred in the area where a sureform 45 blue reload was fired with a sureform 45 curved-tip stapler instrument. It was stated that there was no additional bleeding, no gaps/holes noted in the staple line, and no system error messages were seen. The patient has since been discharged home and is currently recovering with no concerns for long-term complications. Additionally, the customer stated neither the sureform 45 curved-tip stapler instrument or sureform 45 blue reload are available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation because both were discarded after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer in regards to receiving the sureform 45 blue reload and the sureform 45 curved-tip stapler instrument used during this event; however, the customer stated both products were discarded after the original procedure. No product is expected to be returned for this event. The stapler logs show a sureform 45 curved-tip stapler instrument (part #480545-06, lot #k11260219-0425) was installed on the system 10 times and fired 10 sureform 45 reloads (1 blue, 1 white, 3 blue, 1 green, 4 white, in that order). On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On install 6, the system failed to detect the reload color, and the user manually selected the green reload color via the surgeon side console (ssc) touchpad. There were no stapler related errors in the system logs. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.